Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(6) clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The index procedure treated the 80% stenosed, 2.75x13mm target lesion located in the distal left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of a 2.75x28mm (B)(6) study stent. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with a non-compliant balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported that a periprocedural mi occurred one day post the index procedure. No action was taken and the event resolved without residual effect.